Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2015 with blood glucose unknown. Customer had symptom of tightness of the chest. Customer was hospitalized due to low blood glucose. Customer was hospitalized for four days. Customer was wearing insulin pump at the time of hospitalization. During troubleshooting, insulin pump passed displacement test. Customer was advised to monitor insulin pump and to call should issue persist.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window.